Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. A printed circuit board failure was also found. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a bent pin issue while using the visera elite ii video system center. The issue occurred during the procedure and there was no patient harm associated with the event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the it was confirmed the pins on the connector were bent. However, a specific cause of the bent pins was not established at this time. Olympus will continue to monitor field performance for this device.